Manufacturer narrative:
B3: estimated based on gfe response where sales rep states they were notified wednesday march 25th.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to the requirement for full body magnetic resonance imaging (MRI) compatibility and charging difficulties. The devices will not be returned in accordance with the policy of the surgery center. Postoperatively, the patient was reported to be doing well.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to the requirement for full body magnetic resonance imaging (MRI) compatibility and charging difficulties. The devices will not be returned in accordance with the policy of the surgery center. Postoperatively, the patient was reported to be doing well.

Manufacturer narrative:
The device was retained by the facility and not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.b3: estimated based on gfe response where sales rep states they were notified wednesday march 25th.